Event description:
It was reported that during an unknown procedure, slipped off during use. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Event description:
It was reported that during an unknown procedure, slipped off during use. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4) = returned empty. The analysis results found that the er320 device was received with a clip in jaws and in good visual condition; the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.